Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device had flipped in the pocket. On (B)(6) 2011, it was reported the patient was having trouble recharging. On (B)(6) 2011 it was stated a flip had been confirmed by x-ray. On (B)(6) 2011 it was stated the recharge problems had resulted in an over-discharge. The patient was referred to their health care provider. Troubleshooting was suggested, but no patient outcome was reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.